Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "23 gauge infusion cannula was found in a 25 gauge pak" (device misassembled during manufacturing or shipping). The nurse reported that a 23 gauge infusion cannula was found in a 25 gauge pak. This was found during set up for surgery. The 23 gauge cannula was replaced with a 25 gauge cannula and surgery was started. No patient injury was reported.

Manufacturer narrative:
The sample is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).